Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. It was reported that a CT scan carried approximately six years later revealed an unknown endoleak. An endurant cuff and two endurant limbs were inserted but the endoleak was visible above the graft but not visible when inside the graft. The physician elected to implant endoanchors and a non mdt stent graft however the endoleak has not resolved and the physician ended the procedure at this time. Per the physician the cause of the event was possibly due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.